Manufacturer narrative:
The product will be returned for analysis, but it has not been received at the analysis site. Additional information will be submitted within 30 days of receipt. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable.

Manufacturer narrative:
It was reported by the hospital contact that the surgeon tried to recapture the strent (enf451400/10510154) for replacement but it's not working. It was initially reported that the product will be returned for analysis. A non-sterile enterprise device was received inside of stent dispenser hoop inside of a plastic bag. The device was removed from the stent dispenser hoop and no damages were noted on it on the delivery wire, the introducer tube was not returned for evaluation. The stent was found deployed. The received stent was inspected under microscope and no damages were noted on it. The functional analysis could not be performed due the stent was received deployed. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 10510154. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The failures reported by the customer as ¿stent - inability to recapture¿ was confirmed due to the stent was found deployed, however; is unknown the exactly time when the failure reported was occurred. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the product analysis nor the DHR review suggests that the failure could be related to the enterprise manufacturing process. Procedural factors and handling process may contribute to the failure as reported. No corrective action will be taken at this time.

Manufacturer narrative:
The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. (B)(4).

Event description:
It was reported by the hospital contact that the surgeon tried to recapture the strent ((B)(4)) for replacement but it's not working. It was initially reported that the product will be returned for analysis.